Event description:
It was reported the dead-man switch emitted smoke.

Manufacturer narrative:
It was reported the switch emitted smoke. Examination of the internal components of the switch revealed that carbon deposits had formed between two metal contact when the switch was held in a partially-on position. Sufficient carbon deposits had accumulated through the years (unit is over 30 years old) for electricity to arc from one contact to the other, without depressing the switch at all. We determined that this event was attributable to a combination of incorrect use and excessive age of the unit. As remedial action, we changed the design of our switch component approximately 20 years ago to prevent this event.